Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a coronary intervention with impella support. Reportedly, one proglide suture was successfully pre-placed. Another proglide was deployed yet the footplate was stuck open. After 20 minutes of manipulation, the device was removed. The physician opted to cease proglide use; the procedure was aborted. Manual compression was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d10, h3 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.